Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys/ expiration date: 14-aug-2020 / serial#: (B)(4). Device available for eval: no. Dev rtn to MFR? - no. Mfg date: 02-apr-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while attempting to place the leadless implantable pulse generator (ipg), the patient started to crash. It was noted that the cardiac perforation occurred and pericardiocentesis was performed. The patient was stabilized and transferred to the hospital intensive care unit (ICU) where they subsequently died.